Event description:
We received a report concerning a patient who required a secondary procedure to have a toric intraocular lens (iol) repositioned. The initial surgery was performed without complications and lens was placed at 85 degree axis. During a follow up visit it was noted that the iol had counter rotated to the 95 degree axis and visual acuity was 20/100. The lens was repositioned in the secondary procedure. In follow up it was learned that the patient''s visual acuity was corrected to 20/30 with 0.50 diopter of residual cylinder noted (in her refraction).

Manufacturer narrative:
(B)(4) - secondary procedure. All pertinent information available to the manufacturer has been submitted.